Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that there was a boot-up issue, though it did boot up but took over 8 minutes to do so. A pin reconfiguration was completed and the software reloaded, in order to resolve. Analysis also found the tab broken on the power cord door therefore the power cord bay was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer will not boot up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer will not boot up. The programmer was returned for repair. No patient complications were reported as a result of this event.